Event description:
From a maude database search the user facility reported: ¿a 14mm x 47 cm presidio microcatheter was attempted to be placed within the aneurysm, but this device broke within the catheter on attempting to pull it back and redeploy it, so this device was not deployed. All pieces were contained in the guide and were removed when the guide was withdrawn. A presidio-18 13mm x 43 cm was then prepared but this device was contaminated in the preparation therefore this device was also not deployed. A presidio-18 15cm x 50 cm microcoil was successfully deployed. The procedure was completed without further incident, and the patient tolerated the procedure without injury.¿ however there were two inconsistencies with the event description. They provided the lot #f52070, which belongs to another codman product, a cashmere cerectye 5mmx12cm coil (catalog # crc14051230.) In addition, the presidio is not a microcatheter but rather an embolic microcoil. As the complaint was identified during a maude database search the product will not be returned.

Manufacturer narrative:
Concomitant products: microcatheter, two other presidio coils. Although the products in the description and the lot number provided contradict, the lot number of the fractured coil was provided as f52070. Therefore a review of the manufacturing documentation of the cashmere (crc140512-30, lot f52070) was conducted and presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The subject coil will not be returned, therefore the root cause of the fracture cannot be determined. This report is related to MFR. Report # 2954740-2015-00103.